Event description:
It was reported that prior the lithotripsy procedure for kidney stones, when the fiber was tried to connect to the console, it was noticed the detachment of a silica portion of the fiber connector. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that prior the lithotripsy procedure for kidney stones, when the fiber was tried to connect to the console, it was noticed the detachment of a silica portion of the fiber connector. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
E1. Initial reporter - correction. G2. Report source - correction. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device confirmed the clinical observation as analysis identified a broken fiber and the connector was detached from the wire. The fiber tip was in good condition and the connector did not have any abnormality. The console displayed a message that read: treatments used: 0, treatments left: 1. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.